Event description:
It was reported that the customer was calling about the scroll wrap recall notice. Customer stated that she has had eye surgery and can't always see the screen. Customer was asking for a replacement. Customer's blood glucose level was 64 mg/dl. Customer treated blood glucose level with lunch. Customer was advised that she will be placed on a list and will be contacted soon. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.